Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. During a visit to the customer site, the arjo technician confirmed that the bottom cover of the maxi sky 2 had detached. When the lift was moved, it hit the wall, causing the cover to unclip and fall. The cover was reinstalled by the arjo technician. A review of previous complaints shows that the bottom cover may detach when the ceiling lift collides with an object (e.g., a wall, an obstruction along the transfer path, or due to rough movement along the rail). This hypothesis is consistent with the collected information, as the ceiling lift hit a wall during movement. The arjo technician confirmed that the end stopper, which should be installed at the end of the rail, had been removed by the customer¿s staff. As a result, the ceiling lift was able to travel beyond the intended stopping point (end stopper) and collided with the wall, which caused the bottom cover to unclip and fall. The maxi sky 2 instructions for use (IFU, 001-15698-en, rev. 13, jan 2020) include the following warning: ¿warning: before transferring a patient, make sure there are no obstacles in the transfer path. Injuries could occur.¿ additionally, the IFU states that before each use, it is necessary to ensure that all end stoppers are present. The device did not fail to meet its specifications. The device evaluation did not reveal any component failures or issues with the mounting points. When the event occurred, the device was not being used for treatment or diagnosis of a patient. When the event occurred, the arjo product was directly involved in the reported incident, as the bottom cover detached from the ceiling lift.

Event description:
The customer representative contacted arjo to report that the bottom cover of a maxi sky 2 ceiling lift had fallen off. There was no indication that the device was being used with a patient at the time. No injuries were reported.